Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angio-seal device was returned for assessment. The returned device included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to be in the fully rear-locked position. The anchor and collagen are intact and in their original positions at the distal tip of the carrier tube. The bypass tube is inserted into the sheath. No other damage or deformities were identified. The complaint was able to be confirmed for a non-deployment device pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient information: (B)(6). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that involved angio-seal foot plate did not deploy. The patient experienced no harm. Additional information was received on 07 nov 2024: the device failure occurred during an out-of-hours ppci stemi procedure. Access was gained using ultrasound and a micro puncture needle, followed by a femoral angiogram to confirm the position angiographically. No difficulties were encountered in gaining access. Upon completing a successful percutaneous coronary intervention (pci) procedure, closure was attempted with an 8f angio-seal, without ultrasound guidance. The consultant believed the anchor was set and proceeded to seal the puncture but could not deploy the collagen plug. The device was successfully explanted, and haemostasis was achieved by applying pressure to the groin. The patient did not sustain any excessive blood loss or harm.